Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that during the insertion of the stent delivery system (sds) into the guiding catheter, the stent could not stay on the balloon and moved into the guiding catheter lumen. There was no resistance reported between the sds and the guiding catheter. There were no pt effects reported. No add'l info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that only the dislodged stent implant was returned. The stent implant was returned with contrast on the struts. There was no blood visible. The middle of the stent implant was completely stretched. The proximal and distal ends of the stent implant were smashed. There was no other damage noted to the stent implant. The dimensional analysis was not done due to the damage noted to the returned stent implant. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.